Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not open without prying the jaws and then it popped open. Another device was used to complete the procedure. There was no adverse consequence to the patient. Call with ees associates and the sales representative to discuss the event. The rep indicated the surgeon was firing the device across the cystic artery when the jaws would not open. The account does not reprocess. An additional call with ees associates and the surgeon to discuss the surgeon's technique. The surgeon described his firing technique as followed: the device is handed to him mid shaft, places it through the cannula - dominant right hand on device. Halfway fires the clip so he can see the clip in the jaws, and then places the jaws on the vessel and fires. He applies the jaws on the vessel by bringing the vessel as far into the jaws as he can.

Manufacturer narrative:
(B)(4). Sticking jaw/cam / jaws unable to open_open after assisted. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the activation of the trigger, the tip of the advancer slid towards the tissue stop during three consecutive firing sequences and the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws; the clips were conforming. A batch record review was performed and no anomalies were found during the manufacturing process.